Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 04-oct-2029, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 26-aug-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that lead migration was observed. The issue was ongoing, and no symptoms, complications, adverse events, or stimulation issues were reported. No action was taken, and no replacement product was required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2025, product type lead; product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced increased pain, lead migration, lead dislodgement, and insufficient relief from the spinal cord stimulator device. The patient reported not getting enough relief from the device, with a prior trial providing 64% improvement. During a clinic visit, the patient stated that the leads had shifted. Physical examination and imaging, including x-ray, MRI, and CT, confirmed lead migration and dislodgement, with the distal tip of the spinal cord stimulator device observed at the t8-t9 disc space. The entire system was reprogrammed with four new programs provided, and the patient was scheduled for a follow-up in approximately three weeks to assess the effectiveness of the new settings. An unscheduled clinic visit occurred, and a lead revision procedure was scheduled. The outcome was ongoing.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. It was reported that the patient had lead replacement due to previously reported lead migration.